Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 381 mg/dl and was corrected via the pump. The cause of the high bg was not known. The contact saw insulin exiting the tubing and no alerts or alarms were received. The contact declined tandem technical support's offer to troubleshoot.